Manufacturer narrative:
H3: analysis of the device found visually, under magnification, there were defects in the adhesive covering a couple of the silver ink trace: the adhesive was not uniformly covering the traces. No cracks were found in the electrode contacts. Electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were as follows: 55.6 (blue) and 98.9 (red), but both the blue and red with white stripe electrodes had no reading which was out of specification and would have resulted in the reported event and verified the visual observations aforementioned. Manipulating the tube produced continuity readings within the two defective electrodes but the readings were over ohms in the kilo- to megaohms range. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was an out of specification condition that is likely related to the complaint. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The hcp reported that when the product was used, the electrode check on the nim console did not pass. Even though the tube position was readjusted, the issue did not improve and a backup product was replaced. No patient associated.